Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, a flail, and small cardiac chambers. Two clips were inserted and successfully implanted. To further reduce mr, a third xtw clip was inserted into the left atrium (la). However, during gripper orientation and actuating independent grippers, one of the grippers would not fully lower. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. A new xtw clip was successfully implanted, reducing mr to a grade of 1-2. While outside the anatomy, the one gripper was confirmed to not be able to lower. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of analysis, the cause of the reported difficult to open or close (gripper actuation - single) could not be determined as the issue was not identified in device analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.